Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detachment of device, inside the patient. Imdrf f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that during the procedure, when it was put inside the patient, the tip was fractured and it could not be used. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Outcomes attribute to adverse event, has been corrected. Imdrf device code a0501 captures the reportable investigation results of coil detachment of device, inside the patient. Imdrf f23 captures the reportable investigation results of unexpected medical intervention. The polaris ultra ureteral stent was returned with the box, and without the detached renal coil for analysis. During the visual, media, and device under magnification inspection, it was found that the renal coil was detached, which confirms the reported event. It is possible to conclude that this issue could be caused by operational factors. Probably some manipulation during the procedure could have caused the detachment of the renal coil affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during the procedure, when it was put inside the patient, the tip was fractured and it could not be used. The procedure was completed with another of the same device and the patient condition following procedure was stable.